Event description:
It was reported that an "air alarm" was received during the use of the homechoice device. The specific air alarm was not noted. The specific process step was not noted. There was no patient injury or medical intervention reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. An event history log review was performed, noting no abnormalities that may have cause or contributed to the reported condition. Visual inspection and functional tests were performed on the device with no issues noted. The device passed an electrical test as well as a simulated therapy. The device met specifications and the reported issue could not be confirmed through the sample evaluation. A review of the device service history found nothing that could contribute to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. Although there was nothing found related to the reported condition of an air in line alarm, a system error (se) 2042 (positive t tank low) was found in the logs and also duplicated during sample analysis. The pump and manifold tubing were scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.